Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not connected to the bus. A field service engineer (fse) removed all cubies and reseated the row board cable and trays in half height drawer 2.1. Fse also identified debris and also replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer did not connect to the bus. Drawer 2 had been malfunctioning for approximately three weeks. The drawer repeatedly failed and did not recover, even after the system was turned off and back on. Most of the time, the drawer would reconnect and recover once the device was restarted. However, on one occasion, the drawer did not connect to the bus immediately, though it eventually connected later that day. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.